Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4)implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60,serial# (B)(4)implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported the patient device had high impedances, but the stimulator was working well for him. The event was related to the patient device or therapy and not related to the implant procedure. The event was ongoing with no further action needed. If additional information is received, a follow-up report will be sent.